Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during the vein harvesting procedure, the endoscope became blurry and the dr. Gave up using it and converted to open vein harvesting. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Although a definitive root cause could not be determined, it is likely that the crack in the lens was due to improper handling of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.